Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, it was found that an attempt had been made to shape the guidewire tip. The device was returned broken in 2 segments (10.4cm distal segment and 188.4cm proximal segment) and was noted to be kinked/bent at approximately 99cm, 159cm and 179cm from the proximal end. In the proximal segment 188.4cm the nitinol tubing was broken and the core wire exposed and broken. In the distal segment, 10.4cm of the nitinol tubing was broken with the core wire severely stretched and broken. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and on inspection there was no anomaly noted. The nitinol tubing proximal bond and distal bond joints were in place. The device ptfe coating was examined under magnification, the coating was scraped/peeling/peeled off from 0cm to 45.8cm from the proximal end. Functional testing was not performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The guidewire shaft was broken during preparation, outside the patient. Product analysis found the guidewire was broken 188.4cm from the proximal end and approximately 10.4cm from the distal end. Kinks were present along the guidewire. The nitinol tubing was broken, the core wire was stretched, broken and protruding from the nitinol tubing which indicates the guidewire encountered excessive force and manipulation during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the guidewire broken/fractured during preparation in addition to the analyzed defect of the guidewire kinked/bent and guidewire distal tip stretched will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also noted a section of the ptfe coating was scraped/ peeling or had peeled off 0cm to 45.8cm from the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned with the device, it cannot be confirmed if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed 'nv - guidewire ptfe coating peeling.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.